Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that although the balloon inflates, the indicator will not inflate in "half balloon shape". The device was withdrawn, reinserted, and then tried and the same event occurred. They further reported that after that, the complainant tested device and confirmed balloon itself inflated. A new device was used on the patient and the indicator inflated with no problem.